Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 48 mm in diameter abdominal aortic aneurysm. It was reported that while the patient was still in the hospital recovering from the index procedure the patient was complaining of leg pain. There was reduced blood flow observed. There were no patient conditions that contributed to the occlusion. The physician noted that there may have been a dissection in the distal right common iliac artery that was not covered by the original stent graft. This might have resulted in disturbed or turbulent flow down the side of the stent graft and thrombus was beginning to form within the stent graft; however, the physician was unable to confirm this intra-operatively. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of angiogram images at implant confirmed that the patient had a aaa beginning approximately 3.5cm below the lowest left renal artery. The proximal neck flow lumen diameter was 18mm just below the left renal, and the neck was essentially straight in the l-r axis. The main device was brought up the right side and deployed proximally <(><<)> 5mm below the left renal, and distally into the origin of the right common iliac artery. The contralateral limb was then seen placed distally within the left common iliac artery; crossing the right limb just below the level of the gate. An iliac extension was then seen positioned within the right common iliac artery near the level of the iliac bifurcation. Angiogram injection showed contrast outside the stent graft near the flow divider from a likely type IV endoleak. Both limbs were patent. The od of both the distal right and left iliac limbs measured 12mm, and no kinks, compression, or any other stent graft issues were observed. No obvious dissection was seen within either the left or right iliac arteries. Angiogram images 1-day post-implant were reviewed. With the angiogram catheter placed just above the flow divider over the contra limb, contrast was seen within the right ipsilateral limb but no flow was initially seen within the contra gate and distally into the contra/left limb. The next angiogram images showed complete flow through the contra/left limb; it could not be determined what intervention (if any) took place between these two states. Angiogram injection from within the left iliac limb showed no obvious stent graft restriction or occlusion. No additional stent grafts were seen placed at the completion of the films provided. No endoleak or any other obvious stent graft issues were observed. No obvious dissection was seen within either the left or right iliac arteries. The cause of the reported stent graft occlusion could not be determined from the images provided. Pre-implant films and images from the date of the reported occlusion and intervention were not available for review. No obvious device issues were observed in the returned films that could explain the reported event. It is possible that a dissection in the distal right common iliac artery, that was not covered by the original stent graft, may have resulted in disturbed or turbulent flow outside of the stent graft which may have led to the eventual stent graft occlusion.

Manufacturer narrative:
(B)(4).